Event description:
While reviewing programing history for the patient it was noted that there was an incomplete systems diagnostics. There was no final interrogation that would have shown the setting change and would have given the physician an opportunity to correct it prior to the patient leaving the office. The patient came in to the next appointment at unintentional setting. Settings were corrected at that appointment.

Manufacturer narrative:
Analysis of programming history.